Event description:
Literature: scherer, christian, henrik stougaard, and claus andersen. "Possible stabilization of spinal cord stimulation treatment in refractory angina pectoris by implantation of a second electrode: case reports." Neuromodulation 6.2 (2003): 88-91. Print summary: the authors report a remedy for patients with scs treatment that experience frequent lead migration. Implantation of a secondary electrode stabilizes both the previous and newly implanted leads. In three patients, repeated electrode displacement occured, and despite the attempt to replace the electrode, it was impossible to provoke sufficient paraesthesia in the pain area. Placement of a secondary electrode in the epidural space good and stable stimulation was achieved. Reported event: one (B)(6) female patient with a history of angina pectoris had a second lead placed after six months. The reporter stated that both leads were used for stimulation. The reporter stated that it seemed that the second electrode was kept in place by leaving the first electrode in the displaced position, thereby blocking the deviation route. The reporter stated that stimulation seemed to be stable and the electrodes had been in a stable position for more than two years. The reporter stated that the patient was satisfied with the result compared with their situation before the implantation of the dual device. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Date of event: the actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).